Event description:
Scorpion needle tip broke off inside the right knee during acl (anterior cruciate ligament) procedure. Scorpion needle used for right knee acl reconstruction procedure. After the scorpion needle was handed back to surgical tech, the tip was noted missing, mini-carm obtained. Charge nurse notified, x-rays taken. Tip of scorpion needle was located and removed from the right knee with confirmation by x-ray and surgeon. At 1405pm spoke to confirmed with dr [redacted name], radiologist- patient does not have anything radiopaque in the final spot image from 1306pm. Per [redacted name]: the representative of arthrex who covered the case stated that he would make his company aware. I changed all of dr. Preference cards to a different scorpion needle as recommended by arthrex representative. Manufacturer response for scorpion needle tip, scorpion needle tip (per site reporter) [redacted date] model number is lighting up that we have previously had an event with this product, look at previous event, file w/ FDA. Two other events with needle tip breaking off, other sites. See if there are FDA reports to reference when filing the medsun report [redacted date] added to tracker for trending and FDA reporting, [redacted date] initial contact. [Redacted number]-2023-8270. [Redacted number]-2022-8153.